Event description:
It was reported that during an implant procedure, the patient anatomy made lead placement difficult and consequently, the lead dislodged three times after the helix was extended. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood on the distal end of the electrode.